Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology¿ occluded lesion with 70-80% stenosis); deformation problem - (stent deformed). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ occluded lesion with 70-80% stenosis); inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
An attempt was made to implant an endeavor resolute drug-eluting stent to an occluded lesion in the lad, which had70-80% stenosis remaining after pre-dilation. The endeavor resolute device was inspected before use with no issues identified. It was reported that the device could not cross the lesion and on removal was noted to be deformed. The lesion had been pre-dilated with non-mdt balloon (6-12atm, 5s). The physician dilated the lesion again and changed to a new device (same model) to complete the surgery. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. Multiple stent segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).